Event description:
During a routine device exchange, increased impedance was noted on the device. Impedance tests were performed and the impedance was not stable. The device was not implanted, and a new device was successfully implanted to resolve this event. The patient was stable.